Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer was hospitalized due to elevated blood glucose. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.